Manufacturer narrative:
The reported event of device failure to interrogate was confirmed. The device was received in backup mode and could not be interrogated. The device image was severely corrupted and no information could be retrieved due to code corruption. The code corruption is consistent with that occurring due to a failed product code download, which resulted in device reverting to backup mode. Analysis performed after reloading product code indicated normal device characteristics with battery at beginning of life (bol) level. There was no anomaly noted in communication with inductive wand. The code corruption could not be reproduced and the cause is unknown.

Event description:
Before an implant procedure, the device was unable to be interrogated, therefore, it was not installed and there was no patient involved in this event.